Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that there is suspected pump thrombosis and would like to check for change in wattage. The patient¿s clinical presentation shows signs and symptoms of possible thrombus; however, the data reviewed did not contain attributes which would lead to suspect the presence of thrombus within the motor chamber; however, that does not mean that thrombus is not present in the circulatory loop. Additional information requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed as there is no product available for investigation. A specific cause for the report of suspected thrombus could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively determined. The account communicated that there was a suspicion of pump thrombosis, and a log file was submitted to check for power changes. The submitted log file contains data from 31jan2020 00:02:50 through 23mar2020 13:03:55. Pump power ranged between 4.7 and 6.4 w, estimated flow ranged between 4.1 and 7.5 lpm, and average pi ranged between 5.6 and 8.5. The pump appeared to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the log file. No unusual events were noted in the data. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The reported event and subsequent investigation to not indicate an issue with the manufacture of the product. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.